Event description:
It was reported that this left ventricular (lv) lead exhibited an increase in pacing threshold measurements. Further examination noted the lead had moved from the original implant position. As such, the physician determined that a different lead design could work better for this patient. Surgical intervention was performed and this lv lead was explanted and replaced. No additional adverse patient effects were reported.